Event description:
A malfunction alarm, referred to as alarm 20, was reported during the load process of a pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump under warranty and instructed the customer to switch to multiple daily injections (mdi) as a backup insulin therapy. The customer was informed about the replacement, and it was confirmed that the correct pump serial number and shipping address were on file. The customer was also instructed to allow the pump battery to deplete before returning the malfunctioning pump using the provided label and return box.